Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not detecting the implantable pulse generator (ipg) during a manual transmission. Troubleshooting steps were taken to no avail. The patient was referred to device clinic for follow up to help rule out any potential implanted device concerns. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a device check was done and no implantable pulse generator (ipg) malfunction was observed.